Event description:
It was reported that an occlusion alarms intermittently occurred. Reportedly, the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level ranging from 400 to over 600 mg/dl, resulting in a heart attack. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 5 days later, 11/17/2022 with the issue resolved and no permanent damage. Reportedly, the customer cleared the alarm and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.